Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced diabetic ketoacidosis and was admitted to the hospital. Contact declined to provide further information and declined follow up from tandem technical support.